Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 264-316 mg/dl and a correction bolus was delivered to address the bg level. During troubleshooting with tandem customer technical support (cts), air bubbles were found in the tubing. Cst assisted the contact removing the air from the tubing and insulin delivery was resumed. The contact reported that the customer did not calculate food bolus correctly (under delivered) for the amount of carbohydrates consumed. The contact was to be contacting a healthcare provider to discuss the event and to review bg management.